Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by a fever and chills. The cause of the peritonitis event was reported to be a leak between the transfer set and the plastic adapter. The patient was hospitalized for the event and treated with unspecified intraperitoneal antibiotics. The patient was eventually discharged from the hospital with ongoing treatment. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. Additional information was not available

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event is a reportable malfunction and serious injury (previously reported as serious injury only). It was reported that the peritonitis was manifested by fever (unknown exact temperature), chills, patient stated that they ¿felt like they were going to die¿ (no further details were known), abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, during the hospitalization, the patient was treated with unknown intravenous (IV) antibiotics (dose and frequency was not reported). The patient was discharged from the hospital after three days. Two days after the discharge from the hospital, the patient was treated with vancomycin (3 grams, intraperitoneal (ip), frequency not reported) and gentamicin (ip, dose and frequency not reported) for the peritonitis for a total of twenty one days. The patient stopped the antibiotic treatment and was recovered from the peritonitis event four days prior to this report. On an unreported date, the patient was also retrained in aseptic technique. Should additional relevant information become available, a follow up report will be submitted.